Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual evaluation of the returned device shows signs of repeated use. One of the spikes was fractured off. The potential field age of the instrument was 17 years, 11 months. The root cause of the reported issue is related to repeated use of the instrument for more than 17 years, which causes wear and tear to the instrument and led to fracture. Per package insert, inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin from the instrument sheared off during an initial surgery and fell into the patient's knee. All pieces were removed. There was no surgical delay. The surgical technique was utilized. The surgery was not completed with another device. Attempts have been made and no further information has been provided.